Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation of the returned pressure transducer printed circuit board did not show any failure. When mounted into a reference ventilator device, the unit passes pre-use check test and several separate sub-test test without any faults. The review of the returned device logs can confirm the reported issue regarding the failed tests during pre-use check. The returned pressure transducer works according specifications, no faults were reproduced during our testing in laboratory environment. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).